Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, rubber on hemopro jaw peeled off on the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, rubber on hemopro jaw peeled off on the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory with cannula on 26feb2020 and investigated on (B)(6) 2020. Signs of clinical use and evidence of blood were observed on cannula and the c-ring. The c-ring was observed to be intact, no visual defects were observed. Tissue and charred material was observed on the jaws. A visual inspection device was conducted. The silicone insulation on the cold jaw was slightly torn from the tip but not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted.